Event description:
It was reported the patient (B)(6) experienced ineffective stimulation from her scs system as the lead was inserted incorrectly. The patient was hospitalized and additional surgical intervention took place to revise the lead. The issue has reportedly resolved postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.